Event description:
It was reported during clinical assessment bd rep observed that there is redness or swelling at or around central line insertion site and fluid leaking from around central line insertion site. The event involved a bd powerpicc double lumen in chest.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.